Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. . Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Patient reports 6 month history of peristomal skin denudement at 6 o'clock secondary to poorly fitting wafer. States at time skin does bleed at 6 o'clock.